Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the device was use and there was mal-alignment of the jaws noted. Surgeon stated that device was different than usual in using for dissection. The surgeon still use the device to complete the procedure. There was no patient injury.